Event description:
It was reported that the pt never had therapeutic effect. It was stated that the pt was going to the bathroom about twenty times per day. The pt saw the healthcare provided (hcp) two weeks prior and, at that time, had an infection (unspecified). The pt was to return to the hcp on (B)(6) 2010. The pt did not feel stimulation and stated that a transcutaneous electrical nerve stimulation (tens) unit was used near the ins device. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).